Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and peri-implant fluid.

Event description:
Patient reported right side "excessive swelling and pain", calcifications. Signs suggestive of rupture, cysts and presence of peri-implant fluid were confirmed via ultrasound. The device has been explanted.

Event description:
Patient reported right side "excessive swelling and pain", calcifications. Signs suggestive of rupture, cysts and presence of peri-implant fluid were confirmed via ultrasound. Healthcare professional later reported capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.